Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5063432.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date in 2008 and the mesh was implanted transvaginally/otp. Following the procedure within two weeks, the patient experienced pain and the doctor cut the mesh that was hanging out vaginally. In 2011, the patient experienced a pain, bleeding and was having difficulty working. The patient went for evaluation and the mesh was removed in 2011. During the surgery, mesh had wrapped around ureteral tube and the vaginal wall was repaired and reconstructed. It was also reported that the patient presented with mesh erosion and the mesh adhered to the bladder causing it to break the reimplant. The patient was sent home after three days, returned in one month to get j-stents and catheter out. No further information is available.